Event description:
It was reported that this right ventricular (rv) lead showed high capture thresholds and loss of capture (loc). The health care professional initially requested assistance with magnetic resonance imaging (MRI) protection programming but after assessment, no MRI programming was done. The rv lead remains in service. No adverse patient effects were reported.